Manufacturer narrative:
Subsequent to submission of the initial medwatch report, the involved device was returned to the manufacturing facility in (B)(4) for evaluation. Performance testing of the device included pressure loss (with normal saline) and appearance (of the fiber bundle). The pressure drop of the actual sample was found to be higher than that of the retention sample from the involved product code pulled from the current production run. The wound fibers were removed and visually inspected (magnifying inspection and electron microscopy) - some blood cell components consisting of mainly (aggregated) platelets were noted to be adhering to the fibers. Further testing verified the actual device had flow during the circulation and presented no obstruction. A review of the device history record indicated that there were no production related problems. A review of the complaint files confirmed that this lot number has not been reported previously. The potential for such an event is addressed in the warnings / precautions section of the instructions-for-use by statements such as "adequate heparinization of the blood is required to prevent it from clotting in the system." All currently available information has been filed by qa at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
This report is being submitted as follow-up #1 for mfg. Report # 9681834-2014-00028 to provide additional information regarding evaluation of the returned sample.

Event description:
The user facility reported difficulty restarting the oxygenator pump after an extracorporeal blood circulation for CABG procedure was performed. Follow up communication with the user facility confirmed: (1) during the procedure, a platelet concentrate and/or blood transfusion was performed; (2) medical glue was not used during the procedure; (3) protamine was administered after the termination of the extracorporeal circulation to neutralize anti-clogging; (4) no aggregation was found during the procedure; (5) following the procedure, the oxygenator may have clogged as a result of aggregation/thrombus (6) no additional treatments for the patient nor the oxygenator clog were conducted; (7) the procedure was completed successfully; and (8) the patient is reported as "ok."

Manufacturer narrative:
(B)(4). Method - (no testing methods performed) - the involved device is in the process of being evaluated at the manufacturing facility. A supplemental follow-up report will be submitted when the evaluation results are available. A review of the device history record indicated that there were no production related problems. A review of the complaint files confirmed that this lot number has not been reported previously. Although the cause of the reported event cannot be definitively determined based upon the available information, there is no evidence that this event was related to a device defect or malfunction. The potential for such an event is addressed in the warnings / precautions section of the instructions-for-use by statements such as "adequate heparinization of the blood is required to prevent it from clotting in the system." All currently available information has been filed by qa at the manufacturing facility for appropriate tracking, trending and follow-up. As stated above, a supplemental follow-up report will be submitted when the returned sample evaluation results are available. (B)(4).